Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been detected on the bus. The main station had experienced repeated power shutdowns. A field service engineer found that when the cable was disconnected from the main station, the station powered on normally. However, reconnecting the cable to the main power caused the station to shut down again. The issue was resolved by replacing the station cable and the tower interface board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.